Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 25-aug-2025, it was reported that a beta bionics ilet user requested to return the device because they are legally blind and unable to manage infusion set use without assistance. The user also reported experiencing hypoglycemia while using the ilet and subsequently disconnected from the device. No outside medical intervention was required.